Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title: prognostic impact of mitraclip in patients with left ventricular dysfunction and functional mitral valve regurgitation: a comprehensive meta-analysis of rcts and adjusted observational studies.

Event description:
This is filed to report post mitraclip procedure, heart failure and re-hospitalization occurred. It was reported through a research article identifying the mitraclip device which may be related to patient heart failure and re-hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, prognostic impact of mitraclip in patients with left ventricular dysfunction and functional mitral valve regurgitation: a comprehensive meta-analysis of rcts and adjusted observational studies.

Manufacturer narrative:
B3, d6: dates estimated. The devices were not returned as this was captured based on literature review. A review of the lot history record could not be performed as the part and lot information is not available. Based on the information available, a definitive cause for the reported worsening heart failure and hospitalization could not be determined. The reported patient effect of worsening heart failure as listed in the mitraclip system instructions for use (IFU), is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.